Manufacturer narrative:
(B)(4). Lockout. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the lockout mechanism was found to be non-functional. It could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device did not work. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.